Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that they encountered a guidewire issue. The impella could not be placed over the guidewire when advanced because the guidewire had kinks. There was no patient harm.

Manufacturer narrative:
The investigation of delivery issues has been completed. The guidewire was returned for investigation. Kinks were reported on returned guidewire. No damage was observed at the guidewire tip. Data log review was not required for this case run. The cause of the guidewire damage issue was most likely use related during delivery. Per the medical safety officer review the impella cp pump 2 was implanted although there was some guidewire difficulty (impeded); however, not contributing to the demise outcome. The patient continued on support for approximately 4 days until his/her demise. The demise outcome is associated with the impella cp pump 1 that stopped under manufacture device report 1220648-2025-27380 b5 revised to include medical safety officer statement. D6b explant date was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27416.

Event description:
Per the medical safety officer review the impella cp pump 2 was implanted although there was some guidewire difficulty (impeded); however, not contributing to the demise outcome. The patient continued on support for approximately 4 days until his/her demise. The demise outcome is associated with the impella cp pump 1 that stopped under manufacture device report 1220648-2025-27380.